Event description:
National biological corporation (nbc) became aware that a customer (physician's office) is using two nbc phototherapy devices (houva ii) which they have adulterated. Therefore, the units are no longer configured in accordance with nbc specifications and are not being used in accordance with nbc labeled indications for use as when these devices were initially distributed. Both houva ii phototherapy devices' lamps had been replaced with incompatible non-medical grade lamps. Subsequently the customer did indicate that a pt had received a burn using one of the adulterated devices. National biological corporation records indicate that one houva ii phototherapy device, s/n (B)(4) was sold directly to this location and physician. The other houva ii phototherapy device, s/n (B)(4) was not sold directly by nbc to this location and physician.

Manufacturer narrative:
Records indicate these devices were distributed in accordance with their current performance specifications. Nbc was scheduled an eval and repair of these phototherapy devices. The intention is to bring units up to the original specification which these were distributed. Also nbc will train and counsel the customer on using and maintaining the devices within their labeled indications.